Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The reported complaint was not able to be confirmed by the photos. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the stapler was returned with 31 staples remaining in the cover block , indicating that least four staples were fired by the customer. Defective staples were observed in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional inspection, the first staple fired properly. The second, fourth, and fifth staples did not release successfully. The next five staples fired properly. The following 10 staples were inserted into a simulated skin pad. These staples did not consistently form properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool of the returned sample. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint was confirmed based upon the sample received. Upon visual inspection, defective staples in the cover block were observed. Upon functional inspection, staples did not consistently form correctly. The manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of a non-conformance, which was closed on 31-aug-2023. The sample was manufactured prior to these actions on 08-aug-2022. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming prior to use on the patient." No patient involvement.